Event description:
It was reported that (1) device was used during a thoracotomy. It was reported by the rep that the tsb45 was placed on the lung tissue. The handle was pulled too close on tissue and apparently the white handle did not click closed. The surgeon was unable to fire the cartridge. Subsequent cartridges were placed in the instrument (total of 3 reloads). No additional informaiton was provided when device was picked up. Instrument was clean with no cartridges available. So unsure which cartridges did fire correctly or didn't fire correctly. There was no consequence to the pt.